Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. Analysis was unable to reproduce paper jam message. The programmer was able to print a complete stack of paper through the strip chart recorder (scr) with no issues. Scr gas cuts in roller from removing paper jam and was then replaced. Additional analysis was done which indicated that the programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected. The device manufacture date for this product is october 28, 2005.

Event description:
Boston scientific received information that this programmer's printer only printed few sheets of paper and then got paper jammed. The field representative returned the unit for analysis. No adverse patient effects were reported.